Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample is not available for investigation.

Event description:
The initial reporter received questionable thyroid assay results for one patient sample tested on the cobas e 801 analytical unit. This medwatch is for the questionable elecsys anti-tpo assay results. Please refer to the medwatch with a1. Patient identifier: pt-(B)(6) for the elecsys t4 assay. Pt-(B)(6) for the elecsys ft4 IV assay. Pt-(B)(6) for the elecsys t3 assay. Pt-(B)(6) for the elecsys ft3 iii assay. An interferent is suspected for these assays. Please refer to the attachment pt-(B)(6) in the medwatch for the table containing the questionable results from the analyzer compared with the assay results from a beckmann analyzer.